Event description:
It was reported that the patient's right hip was revised due to trunnionosis and head dissociation. Intra-operatively, some poly wear was also noted. The stem, head, and liner were revised to competitor femoral components and a new stryker liner. Rep confirmed that pictures can be provided, otherwise, no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.